Manufacturer narrative:
Please note that unique identifier was added in section d of this report. Collecting information is ongoing. Final conclusions will be provided in a follow-up report.

Manufacturer narrative:
Arjo representative visited the customer after the incident to provide an interview and a device inspection, the lift and the sling were in overall good condition. On (B)(6) 2020 an arjo representative visited the customer for the second time. No additional information regarding a patient's outcome was received. The autopsy result is not yet available. The relationship between the patient's death and the reported fall yet remains unknown. Both lift and sling have been quarantined by the customer. Additional information will be provided in a follow-up report upon the investigation conclusions.

Event description:
It was reported to arjo representative that there was incident involving arjo maxi move passive floor lift and passive clip sling. During transfer from a toilet to a bed, the left leg clip detached from a spreader bar attachment point (lug). The patient slipped out of the sling. As the consequence of the incident a resident sustained skin tear on the back of a right knee. Due to pain in the right shoulder, the patient was sent to the hospital to conduct an x-ray, which showed no signs of injury. The patient returned to the facility early in the morning the next day. Additionally, arjo was informed that the patient passed away the next day after the incident occurred.

Manufacturer narrative:
Please note that section h1 of this report was changed into "malfunction". It was reported to arjo by the nursing home ¿wentworth¿ located in dundas, canada that their patient was sliding out from an arjo passive clip sling. The nurse manager reported that during patient transfer from a wheelchair to a bed, using arjo maxi move passive floor lift and passive clip sling, the left leg sling's clip detached from the spreader bar attachment point. The nurse reported that the patient got a skin tear behind the right knee (8.5x2.5 cm in size), with no shortening or external rotation of the extremities. The patient complained of severe pain at the right shoulder. No bruising or skin injuries were noted at the right shoulder. The patient was taken to a hospital for an x-ray and released back the next day in the morning with no injury found with the right shoulder. Arjo was informed that about 5 hours after returning to the facility that the patient passed away. The result of the autopsy was not made available to arjo. The relation between the reported event and the death remains yet unknown. Arjo equipment consultant visited the customer facility after the event to perform an interview and to check the device. No defects within maxi move lift or the sling were identified during that visit. An arjo technician has not been given access to test the device. On (B)(6) 2022, arjo technician got access to conduct an inspection of the claimed maxi move device. According to information provided, no abnormalities were found. Passive clip sling should be selected based on patient weight and height. According to the picture of the sling label and the information in the incident description form, the caregiver used the xl sling size at the time of the event with a patient of 60 kg. The information provided is too limited to confirm which size of the sling that would have been appropriate for the patient in question (patient¿s height is unknown). Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. Too big size of the sling could additionally influence the patient¿s slipping out of sling. Arjo cannot confirm with a certainty whether the sling size was too big, as the patient¿s height was not provided. The instruction for use (04.sc.00) for passive clip slings instructs the caregiver to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process: ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ to sum up, arjo maxi move passive floor lift and passive clip sling were used as a system for patient transfer when the resident was sliding from the device. During initial inspection there were no abnormalities found within the lift or the sling that could have contributed to the event. Based on information provided by the customer, one of the clips detached and from that perspective the device failed to meet its performance specification. We decided to report this complaint to the competent authorities due to customer report of clip detachment during transfer. Arjo was informed that the patient passed away the next day. To date no relation between patient¿s death and arjo device was found.